Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there were tubes with cracks, tubes that underfilled, and tubes with a burned appearance. The number of tubes affected was not specified. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary: bd had received a video and photo for investigation. The video was reviewed and underfill was observed. The photo was reviewed and a cracked tube was observed. Thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked or burned as all samples met specifications. Additionally, twenty (20) retention samples were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of burned. Bd was able to confirm underfill and cracked tube. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there were tubes with cracks, tubes that underfilled, and tubes with a burned appearance. The number of tubes affected was not specified. There was no report of patient impact.